Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the phenomenon ¿front panel switches stopped operation¿ occurred due to failure of the receptacle unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
F24276771-1 : [evaluation for MDR submission by coe]. Evaluation date: 2024/6/27. Evaluator: (B)(6). Purpose: periodic inspection. (Intake and inspection information): event: processor front panel button automatically turn off.: due to faulty receptacle unit. Pae judgment: pae yes. Investigation required: necessary. Tier classification: 2. Universal failure code: cvp3132y. Other events are tier 3 (pae no) and do not require investigation. (Inspection information): event: cvp1142f-flickering in image due to faulty receptacle unit. Event: cvp3112a-front panel switches are deformed. Containment measures: no (at this time, no facts have been confirmed to suggest that the reported event may expand.).

Event description:
It was reported that the video system center processor front panel button gets turned off automatically. The event occurred during maintenance. There were no reports of patient harm.